Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer reverted to a previously used pump for insulin therapy. Customer¿s blood glucose level was over 400 mg/dl.